Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported the pump and catheter were explanted on (B)(6) 2014 and there was no alleged product issue. It was noted the patient presented to the emergency room (ER) on multiple occasions (seven or eight times) because of either overdose or underdose symptoms. The patient had been titrated by the managing physicians to help manage the patient¿s disease however each time doses were titrated it resulted in ER visits and the healthcare provider (hcp) decided that this was not a therapy best for this patient and as a result the pump and catheter were explanted. The explanted devices were discarded by the hcp. The patient¿s status at the time of this report was ¿alive- no injury.¿ no outcome was reported regarding this event. The pump was being used to deliver intrathecal baclofen therapy. It was also reported the pump was being used to deliver normal saline. As reported it is unclear when the patient began receiving saline via their pump. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.